Event description:
While performing ocular surgery, suturing the right lower lid, the needle tip broke. X-rays were taken, no needle pieces were found. A magnetic needle finder used on the floor found metal pieces. However, unsure if the metal piece were part of the broken needle tip. Part number: 215405. Description: needle half circle reverse cutting lanes cleft palate. Lot number: 52670000

Manufacturer narrative:
Method, results and conclusion: waiting for samples to be returned for eval.